Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced for unknown reasons. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: returned product analysis was performed on the full length lead and no anomalies were found. If information is provided in the future, a supplemental report will be issued.